Manufacturer narrative:
(B)(4). Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to gear wheel 3.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with lioresal 500 mcg/ml (33.38 mcg/day) and hydromorphone 15 mg/ml (1 mg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unknown. A motor stall occurred on (B)(6) 2015 at 1:32 am and never recovered. The patient began experiencing increased pain and his pump alarm was sounding. The pump nurse had the patient come in. Upon interrogation they found a non-recovered motor stall. They read the logs, updated the pump, and read the pump again. No stall recovery was logged. The physician was notified and decided to replace the pump emergently. The patient was put on for explant/replacement this afternoon on (B)(6) 2015. It was unknown what led to the event. The issue was not resolved at the time of this report. The patient status at the time of this report was alive with no injury. The hcp had no further information. If additional information is received, a follow up report will be sent.